Event description:
In 1991, a dr implanted a 27 mm aortic toronto spv valve (model spa-101-27). The pt had a history of coronary artery disease. In 2000, dr explanted this valve due to a prolapsed right coronary cusp with resultant aortic insufficiency. According to the info received, the pt was nyha class ii at their 9-year follow-up in june 2000. An echocardiogram performed at that time indicated "moderate" aortic insufficency. According to the explant operative report, the left and noncoronary cusps were noted to be "normal" and no tears or calcification were present. A 21mm carpentier-edwards pericardial bioprosthesis was then implanted and a triple coronary artery bypass procedure was performed. According to the hospital pathology report, the valve contained no significant degenerative changes, cuspal tears, or mineralization. There was also "stretching" and prolapse of one cusp. The pathologist commented that the appearance of the valve was suggestive of "dilatation of the aortic root" possibly at the sinotubular junction and was consistent with clinically significant valvular dysfunction. It was reported the pt was discharged without any complications and no additional info was received.

Event description:
This valve was explanted due to a prolapsed right coronary cusp and resultant aortic insufficiency. At 9-year follow-up in june 2000, the pt was "nyha ii" and echo revealed "moderate" aortic insufficiency. At explant, the left and noncoronary cusps were noted to be "normal" and there were no tears or calcification present. A triple CABG was also performed. The valve was replaced with a 21 mm carpentier-edwards pericardial prosthesis.